Event description:
IV oxaliplatin infusing via chest port. IV pump alarming "occluded". IV line flushed and confirmed blood return on chest port, pump still beeping "occluded". Phaseals replaced on IV line, pump still beeping "occluded". Switched out two IV modules and hung new d5 carrier line, which seems to have resolved issue with occlusion. Suspected issue with IV modules contributing to delay in chemo. Internal rl (B)(4). Ref report: mw5172184. Pt code: 4582. Device code: 2423.